Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead . Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: (B)(6) 2011, UDI#: (B)(4); product ID: 3777-60, serial/lot #: (B)(4), ubd: (B)(6) 2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient needed to recalibrate their neurostimulator (ins) because the coverage had changed. Caller was redirected to follow-up with healthcare provider. Patient reported this occurred quite a while back and made a wild guess of (B)(6) 2017. Additional information was received from the patient. It was reported that the cause of coverage changing was not determined, suspected slight cable movement - possible failure. Patient changed settings in (B)(6) of 2017 and the issue was partially resolved. No further complications were reported/anticipated.